Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having some issues with the device. The patient also stated that the lead was not working properly, and that the patient was brought in for testing and afterwards told the lead was working fine. At the patient's next device check, the patient was told it was not working properly again. Follow-up determined that there was a gradual threshold rise over time, and the physician believed that there was a microdislodgement. The device was explanted and replaced. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.